Event description:
Pt called to report that when he charges one of his battery packs he gets the battery fault light on the charger. A review of the pt's downloaded data confirmed the charging faults. The pt was provided with a replacement battery pack.